Event description:
During a laparoscopic cholecystectomy, the 512x, trocar, was inserted with no difficulty at the beginning of the procedure. It was noted at closure the bevel tip of the cannula had broken off. It is inconclusive if tip is left in pt or elsewhere. X-ray post-op revealed no remnants. Pt is doing fine at this time.